Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the intra-aortic balloon (iab) was prepped and the sheath was inserted into the pt. The md found it was impossible to insert the iab through the sheath. As a result, the iab was not inserted and the iab and the sheath were removed as one unit. The md used another iab-05830-lws with success. There was no reported pt death. The pt was not required, and there were no reported pt complications. There was no medical/surgical intervention required. The pt's outcome is listed as "fine". Additional info received on 06/03/2010 from (B)(6) stated that the anatomical insertion site was the right femoral artery.